Event description:
Pt reported experiencing hypoglycemic symptoms at 9:00 am. Pt reportedly tested blood glucose, using the suspect device, and obtained a result of 175 mg/dl. Based on symptoms, pt self-treated, by eating toast with "diabetic jelly". Pt indicated that, after eating, he began feeling better and went out to run errands. Approx 3.5 hours after obtaining result of 175 mg/dl, pt's blood glucose measured 246 mg/dl. While on the line with tech support, the device's memory was reviewed. On the day of the event, device memory shows 175 mg/dl at 9:00 am, 71 mg/dl at 10:19 am, and 246 mg/dl at 12:37 pm. The value of 71 mg/dl was not mentioned by patient when providing details of the event. Valid quality control testing had not been performed on the device ( pt's control solution was expired). Tech support requested the return of the suspect product and replacement product was shipped.